Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lar (low anterior resection) rectum anastomosis with colon procedure, while anastomosing the rectum with the colon, the tissue was cut incompletely and the staple line was incomplete. The surgeon resected and redid the anastomosis to resolve the issue.